Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt found fluid in the cycler cassette door. Her effluent remained clear and no prophylactic antibiotics were given.